Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer¿s investigation. Updated fields: h2 and h6. Corrections to b1, b2, h1, and h6. Three attempts were performed to obtain additional information, but no response was received from the customer. This event was initially conservatively reported as a serious injury; however, the patient did not suffer any serious injury or adverse effects from the prolonged procedure, thus correcting b1, b2, and h1. B1 should not be marked as an adverse event and should be product problem only, and b2 should not be marked at all. H1 should be malfunction. The h6 medical device problem reported and other findings would not cause or contribute to a death or a serious injury if it were to recur. Based on the results of the investigation, and since the device was not returned for evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This report has been submitted by the importer under this MDR report number 2429304-2025-00101. The customer contacted olympus technical assistance support (tac). The connector tabs were cleaned with an alcohol wipe in an attempt to fix the issue but it was not resolved. The subject device will not be returned to olympus for evaluation. The event was conservatively classified as a serious injury due to the procedure allegedly being prolonged by 30 or more minutes. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the video system center was in gastrointestinal (gi) mode but should not be for laparoscopic cases and showed an error code e315 unsupported scope during a therapeutic laparoscopic cholecystectomy. The procedure was prolonged for 30 minutes or greater with the patient under sedation. There were no reports of further patient harm.